Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 38-year-old female patient who had essure (batch no. D08054) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concomitant products included hydrochlorothiazide w/losartan since 2000 for hypertension. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("painful menstrual cycles"). In (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced migraine ("migraine headache"). In (B)(6) 2016, the patient experienced urinary tract infection ("multiple urinary tract infections"), vaginal infection ("vaginal infections"), allergy to metals ("nickel allergy") and hormone level abnormal ("hormonal change"). In 2016, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and adverse event ("essure complications and hysterectomy"). The patient was treated with surgery (supracervical hysterectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, migraine, urinary tract infection, vaginal infection, allergy to metals, menorrhagia, hormone level abnormal, vaginal discharge, weight increased and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, allergy to metals, back pain, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure insertion. Bilateral placement # of coils/devices right: 2; left: 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: plaintiff fact sheet received. Reporter information updated. Event: essure complication were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 38-year-old female patient who had essure (batch no. D08054) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concomitant products included hydrochlorothiazide w/losartan since 2000 for hypertension. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("painful menstrual cycles"). In (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced migraine ("migraine headache"). In (B)(6) 2016, the patient experienced urinary tract infection ("multiple urinary tract infections"), vaginal infection ("vaginal infections"), allergy to metals ("nickel allergy") and hormone level abnormal ("hormonal change"). In 2016, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (supracervical hysterectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, migraine, urinary tract infection, vaginal infection, allergy to metals, menorrhagia, hormone level abnormal, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure insertion. Bilateral placement # of coils/devices right ¿ 2; left ¿ 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure (batch no. D08054) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included losartan since 2000 for hypertension. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), migraine ("migraine headache"), back pain ("back pain"), urinary tract infection ("multiple urinary tract infections"), vaginal infection ("vaginal infections"), hormone level abnormal ("hormonal change") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (supracervical hysterectomy to remove the essure). Essure was removed on 7-apr-2017. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, migraine, urinary tract infection, vaginal infection, allergy to metals, menorrhagia, hormone level abnormal, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure insertion. Bilateral placement # of coils/devices right ¿ 2; left ¿ 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the events menorrhagia, hormonal change, vaginal discharge, weight gain added. Concurrent condition ,lab data,lot number,reporters added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), migraine ("migraine headache"), back pain ("back pain"), urinary tract infection ("multiple urinary tract infections"), vaginal infection ("vaginal infections") and allergy to metals ("developed nickel allergy"). The patient was treated with surgery (hysterectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, migraine, back pain, urinary tract infection, vaginal infection and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.